Manufacturer narrative:
Evaluation: results: endoleak. Tortuous aortic neck. Evaluation: conclusion: tortuous aortic neck.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 6 x 5 cm and tortuous aortic neck. It was reported there were no complications reported since implant; however, a recent radiology report documented that comparison is made to a prior from 8 months ago where there was marked aortic tortuousity again noted. There has been a change in the configuration of the aorto-iliac stent graft. The aneurysm currently measured 5.8 x 6.8 cm and this raised the possibility of interval leakage but no obvious endograft leak was identified. The aneurysm tapered at the diversion of the iliac portion of the stent. Delayed images demonstrated no obvious contrast extravasation or increased attenuation; however, some degree of leakage is suspected given the interval increase in size. The remainder of the exam is unchanged. It was also reported that another manufacturer's aortic cuff was implanted on an unknown date, but that did not resolve the endoleak. Close interval follow-up was recommended. The decision was made to perform an open surgical repair to explant the stent grafts, but when the patient was sent to surgery the decision was to explant the other manufacturer's cuff only and aneurx stent grafts were left in place. A dacron graft was sewn to the aorta just below the renal arteries and to the top of the aneurx bifur and successfully eliminated the proximal type 1 endoleak. No additional clinical sequelae were reported and the patient is fine.